Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the analyzer was out of specification electrically. The analyzer failed incoming testing. The analyzer was to be scrapped and replaced.

Event description:
It was reported that the analyzer exhibited artifact on a channel. The analyzer was returned for service. No patient complications have been reported as a result of this event.